Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up patient¿s device was timing out when performing a capacitor charge time. The battery showed normal capacity remaining to eri but the charge time showed not available. No lead measurements or battery measurements showed out of range. Technical services confirmed that the device is not on advisory and recommended replacing the device due to possible reliable defibrillation therapy. The device was explanted and replaced. Patient was stable before and after the procedure.

Manufacturer narrative:
No conclusion code available; the reported field event of an inability to successfully charge for capacitor maintenance was confirmed in the laboratory. The device was tested on the bench and the cause of the inability to charge was found to be high voltage breakdown of the electronics assembly.